Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.

Event description:
Caller states the patient tested 3.3 inr on the coaguchek xs plus system while a comparison lab returned as 5.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however the test strips were not returned.